Manufacturer narrative:
Review of the instrument run data confirmed the false positive results on these 2 runs because of abnormal baseline readings. Analyzer was returned and will be sent to the repair depot for service. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. ------ cn-595015 h3 other text : na

Event description:
A customer from the us filed a complaint when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Review of the instrument run data confirmed 2 false positive results. Sample 1 was tested on cobas® liat® analyzer #16134 and generated a false positive result for flu b. Sample 2 was tested on cobas® liat® analyzer #16162 and generated a false positive call for flu b and sars-cov-2 targets. Abnormal baseline readings were observed in the run data. Customer indicated repeat testing was sometimes performed for positive flu positive samples, depending on clinical presentation of patient. Patients were not treated based on those initial positive results. Customer further indicated that results were not released to the patient unless repeat testing confirmed the positive result. No information on the repeat results for the 2 samples were provided. No harm indicated. 2 mdrs will be filed.